Event description:
Patient received two resolute integrity drug eluting coronary stent implanted in the lad during the index procedure. It is reported that the patient suffered stent thrombosis and an mi on the same day as the index procedure. Intervention was required. Investigator indicated that the event was definitely related to the study device. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi and stent thrombosis).